Event description:
Children's medical ventures (chmv) rec'd medwatch report (B)(4) detailing a product issue associated with a gel-e donut positioning device. The product was not put into use and no allegation of patient harm has been reported. The complaint allegation states that a gel-e donut product that was in storage was found to have some kind of black spots that look like mold inside them (inside the gel). The complaint issue alleged by the customer was not able to be confirmed because the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). The gel products are intended to provide support for infants in a hospital environment and a caregiver is to be present during use. Normal use will conform to accepted medical practice and to the labeling instructions. Chmv has determined that due to an increased amount of customer complaints associated with the reported issue, a formal investigation has been initiated. Once the investigation has been concluded, a f/u add'l info report will be filed detailing the findings.